Event description:
The user facility reported that after using the cortical grid electrode, the pt developed an infection post operative. The pt is on intravenous antibiotics and is undergoing rehabilitation. It was reported that the grid electrode functioned throughout the monitoring time period; after ex-plantation of the grid electrode, a surgery to remove the remaining left temporal lobe was performed.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.